Event description:
It was reported that pump battery charge dropped rapidly and led to unexpected shutdown while customer was using pump in denmark. There was no adverse impact to the customer's blood glucose level. Customer performed pump reset with guidance from technical support, continued to use current therapy, and was provided replacement pump, with instructions to place problematic pump into storage mode and return it using prepaid label within 10 days.